Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate would increase and device "speeds up" when they are driving. It was further reported that the ipg was not recording. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.